Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system was returned with blood on the handle and in the guide wire lumen and distal outer sheath. There was saline in the guide wire lumen. This is consistent with handling and use in the anatomy. The stent holder was kinked distal to the proximal marker, confirming the reported kink. As this kink was not observed before the device was placed into the patient, it is likely that this kink happened during procedural handling, possible upon removal from the patient. Kinks are generally associated with handling and are not an indication of a product quality deficiency. A dry white substance was observed in the stent holder near the proximal marker, confirming the reported white substance. The substance was reported to appear to be on the device, but analysis showed the substance to be inside the catheter and not on the surface. Chemical analysis was performed by cutting into the catheter and scraping off a thin amount of the substance with a clean razor blade. Chemical analysis found two substances. One of them was a close match to the common glues used for our devices and was likely to be the loctite used in the bond. The other substance could not be positively identified, but the accelerator compound that is used with the adhesive was not in the chemical library and, therefore, it is likely this substance is the accelerator. The observed white substance is a part of the product per design. The adhesive is between the stent holder and the guide wire lumen and, therefore, does not interact with any outside surface of the device and can not impact device functionality. The adhesive does, in fact, need to be a certain length, per the online manufacturing inspections, to ensure the bond is strong enough. The observed white color is a common effect of the accelerator interacting with the glue and subsequently drying. There is no product quality deficiency as this is the way the device was intended to be built. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. No corrective action will be implemented in this case, as the kink appeared to be related to operational context and the white substance was identified as not being a deficiency.

Event description:
It was reported that after the absolute pro was deployed, and upon removal of the delivery catheter, the catheter was noted to be kinked and there was a white substance noted on it. The patient was fine post procedure. There were no adverse patient effects reported. No additional event or patient information was provided.